Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: how many days post op did this event occur? Did the suture absorb slower than expected? (56-70 days). What is the patient¿s current status? Was there any medical or surgical treatment provided due to the suture issue? Please provide details. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent repair of a second degree perineal laceration on (B)(6) 2023 and suture was used. The patient had poor wound healing. The suture head at the suture area has not naturally fallen off and the suture area has not grown well. Doctor give patient daily perineal infrared therapy. Additional information was requested.